Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, based on the photo review, the investigation is confirmed for the reported breach of sterile barrier. The definitive root cause could not be determined based upon available information. Subject product analysis was opened to address the crack packaging issue and corrective actions have been implemented. Labeling review:the current instructions for use (IFU) states: how supplied: the encor¿ biopsy probe is supplied sterile and is intended for single use only. Complications: complications that may be associated with the use of the encor¿ biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. Using standard aseptic technique, remove the biopsy probe from the package and check for damage. (B)(4).

Event description:
It was reported that prior to opening the package that the plastic tray was allegedly cracked and the sterility was compromised. There was no reported patient contact.

Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. No medical records or no medical images have been made available to the manufacturer; however a photo was provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to opening the package that the plastic tray was allegedly cracked and the sterility was compromised. There was no reported patient contact.